Event description:
The pt underwent therasphere treatment to their liver in 12-2000 and received 174 gy during uneventful infusion. In 10-2001 CT showed disease progression with prominent lytic lesion in their left acetabulum/left iliac bone. The pt never received any further therapy for their hepatoma and died in 2002, 16 months post therasphere. Although medical records including death certificate are incomplete for the period immediately prior to the pt's death, given the pt's underlying medical illnesses (active hepatitis c, cirrhosis) and documented extrahepatic progression it is not likely that therashpere was the cause of their death.